Event description:
A (B)(6) female pt contacted zoll customer support to report that the monitor was shutting down. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (shutting down) has been confirmed. As received, the monitor would not power on. Upon evaluation, there was corrosion on the j502 and j101 connectors. The cause of the inability to power on is corrosion on the j101 (sd card holder) connector. The corrosion on the j502 connector drained the backup battery. The root cause of the corrosion cannot be positively identified but is likely liquid ingress of an unk contaminant. No adverse event resulted from the monitor. The pt received a replacement monitor.